Event description:
Procedure type: urological. According to the reporter: the pt underwent an anterior repair procedure for treatment of pelvic organ prolapse. Allegedly, the pt experienced pain and injury. The device remains implanted. Pt has undergone or will undergo corrective surgery or surgeries.

Manufacturer narrative:
Bard MDR ref #: 1018233-2009-00159. Note: this report corresponds with bard's report #: for an "avaulta anterior system,"